Event description:
Patient was revised to address poly wear of the insert.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approx 15 years ago. Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after fifteen-year implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.